Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no adverse impact to the customer¿s blood glucose level. Technical support attempted to assist the customer in loading a new cartridge, but the alarm recurred, preventing the resumption of insulin therapy. As a result, technical support decided to replace the pump. The customer will use multiple daily injections as a backup therapy and was instructed on how to put the pump into storage mode before returning it. The customer understood these instructions and agreed to return the faulty pump using a pre-paid label within 10 days.